Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had low battery alert. Customer's blood glucose was unknown at the time of incident. It was reported that the battery lasted less than a week. It was reported that the insulin pump alarmed low battery even after battery change. It was reported that the battery cap contacts were damaged, so the customer was sent a replacement battery cap. It was reported that the customer called back to report that the low battery issue persisted with the new battery cap. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.